Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported that: "a guide wire broke in the basilic". Additional information has been requested from the account.

Manufacturer narrative:
(B)(4). Additional information received 22-may-2024 indicates the patient experienced no symptoms during the event, and the patient condition was "fine" at the end of the intervention. It was reported that "this PICC was planned and install because this patient was already scheduled to received medical assisted death (which he received 2 days later)". It was also reported that "the part was not in the basilic vein it was outside and under the skin it was decided to leave it there". Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4. - unique identifier (UDI)# corrected to (B)(4).

Event description:
It was reported that: "a guide wire broke in the basilic".